Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (erbe) the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found error u-02 at startup, with corresponding erbe log errors . The u-02 condition prevents access to the erbe logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, caller have power cycled the integrated electro surgical unit (erbe) generator multiple times. The technical support engineer (tse) explained that a repeated u-02 error will require that the erbe generator is replaced. Tse suggested that they can use a force triad generator as a backup; the caller stated that they may not have another generator. The procedure was aborted with no patient involvement.